Event description:
As reported, before use in patient, the balloon of this fogarty embolectomy catheter had leakage. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture.

Manufacturer narrative:
The device was received for evaluation. The report of leakage was confirmed. As received, the balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. The findings were aligned to the customer photo. Through lumen was patent without any leakage or occlusion. No other visible damage was found from the catheter body and windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and winding inspection process. Also, the IFU indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.